Event description:
On (B)(6) 2016 the reporter contacted animas alleging an intermittent power issue. The reporter noted that the battery cap's yellow o-ring was not visible at the time of the power issue and that the issue was occurring in relation to battery changes. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #2 date of submission 10/07/2016-device evaluation: the pump has been returned and evaluated by product analysis on 10/07/2016 with the following findings: a review of the black box did not show any power issues. The battery cap was intact and was able to attach securely. The battery cap was unscrewed a half turn with no reboots occurring. The pump successfully completed ez-prime steps and 24 hour testing with no power interruptions occurring. The pump cover was removed and no internal defects were found. The complaint of an intermittent power issue could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. (B)(4).